Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-01925. It was reported the pt is experiencing fatigue in her legs and pain at the ipg site. The pt is pending f/u with her physician.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.